Manufacturer narrative:
Citation: d. Camboni et al. "Single institution experience with transcatheter valve-in-valve implantation emphasizing strategies for coronary protection" ann thorac surg 2015;99:1532¿8. Doi: http://dx.doi.org/ 10.1016/j.athoracsur.2014.11.047 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding a single institution experience with transcatheter valve-in-valve implantation emphasizing strategies for coronary protection. All data were collected from a single center. The study population included 31 patients mean age 78 years), five of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients, seven deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: increased gradient measurements, third degree atrioventricular block with pacer implant, and transient ischemic attack (tia). Based on the available information, these adverse events may have been attributed to medtronic product. Other adverse events were noted however were related to non-medtronic valves.